Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. Date of issue is an approximation. The patient stated they experienced a low blood glucose event in which they became comatose. The patient indicated that the receiver did not provide alerts. Emergency medical technician¿s (emts) were called and transported the patient to the hospital via ambulance. During the ambulance ride, the patient was treated with intravenous (IV) therapy of glucose and they recovered consciousness in the ambulance. The patient was admitted to the emergency room (ER) and released the same day. At the time of contact, the patient had recovered from the event. No additional patient or event information is available. The complaint device was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, the test passed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. A try it test was performed, and the test passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output could not be confirmed. A probable cause could not be determined.